Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that a ventilators graphic user interface (gui) lower half display was blank. There was no patient involvement. There is no report of death or serious injury associated with this event.